Manufacturer narrative:
The t:slim user guide states: humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (315-500s mg/dl) and correction boluses were delivered to address the bg level. The customer was not sure what caused the high bg and thought it may be related to medication. During a pump system check with tandem technical support, the pump time was found to be off by 8 minutes and the customer did not know why. The time was corrected. Reportedly, humalog was used in the cartridge and was changed every 3-4 days. Tandem technical support informed the customer that humalog was labeled for 48 hour use with the cartridge. The customer acknowledged the information.